Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg test system result for one patient sample. The initial result was 15.30 iu/l. This result was reported outside the laboratory and was questioned by the doctor. On (B)(6) 2017, the sample was repeated and the result was 375.8 iu/l and an amended report was issued. A new sample was taken and the results were 901.0 iu/l and 961.2 iu/l. As the patient was pregnant, this increase in results was believed by the customer. There was no allegation of an adverse event. The reagent lot number was 189123. The expiration date was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected. The clotting time used by the customer was insufficient which may have caused or contributed to a preanalytic issue affecting the sample quality. Another general root cause could have been insufficient maintenance of the analyzer.